Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller shocking the patient was not confirmed as no product was returned. The reported event of the system controller overheating was not confirmed via the submitted log files. The log files show the system controller¿s internal temperature ranging from 35-49 degrees celsius, which is within design specifications. The internal temperature recorded within the log file cannot be conclusively correlated to the system controller case temperature. The provided information indicated the system controller was exchanged. Multiple attempts were made to obtain additional information regarding if the system controller will be returning; however, to date, no product has been received for further analysis. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6)2023. The heartmate 3 patient handbook, rev. D section 2, entitled ¿how your heart pump works¿, and the heartmate 3 instruction for use section 2, entitled ¿system operations¿, which were available for use at the time of the event, warn the user against placing the system controller on bare skin for an extended period of time as the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The heartmate 3 instructions for use, section 6, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital after gotten shocked and burned by the system controller. Log files were submitted for evaluation. The last periodic log file captured temperatures ranging from 36 to 49c. The last event log file captured system controller temperatures ranging from 36 to 47c. Additional log files were submitted for evaluation. The event log temperature range was from 35 to 45c and the periodic log temperature was 36 to 49c. The primary controller was exchange with the backup controller. It was also reported that patient uses a sleep number bed which has a radio frequency (rf) and supposedly operates at 2405 - 2480 mhz. After observing patient's skin burns it was noted that the burn appeared similar to radiofrequency burns.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.